Manufacturer narrative:
Echo summary: as per echo report, the submitted images are remarkable for 1) presumed iotee showing normal bioprosthesis leaflet appearance and motion, 2) (B)(6) 2022 tte showing bioprosthesis leaflet calcification, mildly or moderately decreased leaflet opening, and vmax 3,6 to 4,2 m.s, 3) (B)(6) 2022 MRI showing mixed aortic stenosis and regurgitation, 4) interval (2020) aortic valve vmax 2,2 to 2,5 m.s without visualization of the bioprosthesis and without assessment for ar, and 5) no assessment at any time interval of aortic valve eoa. The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an inspiris resilia valve model 11500a23 was showing signs of re-stenosis and moderate regurgitation after an implant duration of approximately three (3) years and seven (7) months due to calcification. This 59-years-old patient presented with heart failure. The patient also presented multiple severe comorbidities who would be a very high risk tavi procedure (due to his coronary positions and his femoral access) so may need redo surgery. The patient is currently in a dgh hospital, treated with fluid overload, acute kidney injury and pneumonia, not yet ready for redo surgery.

Event description:
Edwards received notification that an inspiris resilia valve model 11500a23 was showing signs of re stenosis and moderate regurgitation after an implant duration of approximately three (3) years and seven (7) months due to valve calcification. As reported, the patient was 59-years-old at the time of the event. The patient presented with heart failure. Reportedly, patient presented multiple severe comorbidities and would be a very high risk tavi procedure candidate due to his coronary positions and his femoral access. The medical team decided on redo aortic valve replacement (avr) surgery, however patient remained in (B)(6) hospital treated for fluid overload, acute kidney injury and pneumonia and was not ready for redo surgery due to illness. Unfortunately, the patient died. Per medical opinion, recurrence of severe aortic stenosis was complicated by acute cardiorenal failure and discovery of underlying bowel malignancy. These factors likely contributed to the patient's death.

Manufacturer narrative:
Per echo image review, the presence of ar (documented on the MRI but not interrogated on echocardiography) could contribute to elevated velocities and gradients, but the severity and origin of ar are not fully defined on the submitted images. The clinical implications of mixed valve disease (with concomitant stenosis and regurgitation) can be quite variable, it is not possible based on review of the submitted echocardiographic images to discern to what degree bioprosthesis dysfunction is responsible for the patient s reported clinical circumstances. The device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve s hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. In this case, the most likely cause is patient factors, including the patient type 2 diabetes mellitus.

Manufacturer narrative:
H10: additional manufacturer narrative: in this case, the most likely cause is patient factors, including the patient's type 2 diabetes mellitus and patient's age at the time of implantation. Patient's younger age and highly probability of calcification is explained by the pro-calcific metabolism of younger patients, which includes higher levels of blood calcium, phosphate, bone proteins, and enhanced parathyroid hormone and vitamin d metabolism when compared with older adults.